Event description:
It was reported that during unpackaging of the 3.75x12mm nc trek balloon dilatation catheter (bdc) resistance was met during removal of the protective sheath. The bdc was soaked in saline and the protective sheath was removed. The bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficulty removing the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.